Event description:
It was reported through the results of a clinical trial that one day post an endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was failed to mature within three months of the index procedure. It was further reported that two months and one day post an endovascular arteriovenous fistula creation, an additional secondary stage procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was deemed to be successful. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.